Manufacturer narrative:
The delivery catheter was returned for the reported event of premature separation, difficult positioning, activation failure, and failure to align. The reported event of premature separation was confirmed and attributed to a manufacturing issue. Visual examination found the tethers were in the misaligned position and the catheter was bent due to procedural damage. X-ray examination found the release tether was slipped inside the tether screw, as the torque coil was offset and the align offset was out of specification. The cause of the reported event of premature separation was the slipped tether due to a manufacturing issue.

Event description:
Related manufacture reference number: 2017865-2023-36251. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that positioning the leadless pacemaker to the right ventricle was difficult. As the leadless pacemaker was advancing, it prematurely separated from the delivery catheter. The leadless pacemaker was retrieved and procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. After retrieval, it was noted that the tethers on the delivery catheter were misaligned and delivery catheter could not be activated. There were no patient consequences.